Event description:
Ventilator in use on an intensive care pt failed. Device failure alarm sounded. Pt was removed from the ventilator and was ventilated manually until a replacement unit could be set up.